Event description:
It was reported the cable was placed in use. When it was washed/disinfected so it could be sent for sterilization, the appearance of rust was noted in the screw that holds the clamp. It was cleaned again, and the problem reappeared. There was no patient involvement, per the returned paperwork. The event occurrence was peri-operative. It was further stated that the products used in the disinfection of this material were specific for washing surgical material.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: the reported event was confirmed, the area around the rivets on both alligator clips was rusted. It was also noted that the cable was twisted, however all continuity tests were ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.